Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a call service alarm (cs 052/053/054/055 sleep) issue. The reporter alleged that the pump was emitting multiple call service alarms. It was noted that the alarms occurred when attempting to perform the rewind and load steps. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump¿s black box history showed that multiple consecutive call service alarms were recorded on (B)(6) 2014. During testing, the pump powered on with audio tones, vibrations, and a fully illuminated display screen. The pump performed the rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no alarms occurring. The pump case was removed and no evidence of moisture/corrosion was found inside the pump. The transceiver flex was intact and secured to the printed circuit board with no evidence of cracked traces. The complaint of the call service alarms was observed in the pump history but was not able to be duplicated during investigation.